Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failure of flash memory customer was treated insulin pump. Troubleshooting was performed. The customer assist performing a self test but they were unable to get past the pump error alarm .the product will be returned for analysis.